Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during knee arthroscopy, the motor drive unit was getting hot. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.